Event description:
It was reported that patient presented to the emergency room after receiving inappropriate therapy for supraventricular tachycardia with rapid ventricular response. The device had initially diagnosed the episode appropriately as svt, but eventually the device misdiagnosed resulting in delivery of a shock. The device was reprogrammed and no further inappropriate therapies were delivered.